Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during maintenance the keyboard on the 840 ventilator was unresponsive. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the keyboard. The unit passed extended self-testing.